Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error. The customer¿s blood glucose level was 7.2 mmol/l at the time of the incident. Customer reported they were unable to clear the alarm. Customer stated they were not able to rewind the pump. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor, force sensor and keypad traces at the flex fingers was also corroded. Unable to verify pump error 43 due to blank display. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.